Event description:
It was reported that a spectrum iq pump delivered a higher-than-acceptable volume during the flow accuracy test, exceeding the specified range (over infused) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The pressure plate will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.